Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the facility. Olympus representative visited to the user facility to obtain on further information on reprocessing method. During the visit to the facility, olympus representative assessed the reprocessing procedure at the facility and noticed following deviation from the instructions. Training on reprocessing procedure was provided for the facility. - the facility had used a non-olympus cleaning brush. - the facility piled up endoscopes and dried them for long time before putting them into an automated endoscope reprocessor.

Manufacturer narrative:
Olympus sales have visited the facility to assess the reprocessing procedure at the facility and to correct deviations observed during the assessment. The subject device has not been returned to olympus medical systems corp. Omsc reviewed the manufacture history of the (B)(4) and confirmed no irregularity. As for rest of the 8 scopes, omsc could not review the manufacture histories since the information of the models and serial numbers were not provided from the facility. The exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during surveillance culturing test by the facility, (B)(4) tested positive for pseudomonas aeruginosa and unspecified bacteria. It was also reported that this positive culture occurred in three scopes during the test and occurred in six scopes during the last culturing test (nine scopes tested positive in total at the facility). There was no report of patient infection associated with the event. This is six of nine reports.